Event description:
Taper stem plug inserted into tibial plate, covered by sponge and pounded one time with mallet according to scrub tech post surgery. Implanted all components except cr prolong articular surface. Bone cement set up and 17mm poly implanted into plate. Upon insertion of clip and screw, no contact made to thread of plug. A second cr prolong poly opened, again with no contact to distal plug. Since cr femoral (not flex) was used, no screw inserted. Surgeon chose not to revise and insert screw based on pt compromised state. Upon post op x-ray, revealed taper plug migrated distally approx one centimeter from distal tibial keel. Surgery was prolonged by 10 mins. Only the articular surface was returned.

Manufacturer narrative:
Eval summary: the clinician reports that post-op x-rays taken support this fact, through these x-rays were not provided. The device history records for the tibial plate, taper plug and articular surface were reviewed and found to be conforming. The articular surface and associated clip and screw were returned for eval. However, the returned components are not a factor in this issue and do not provide any insight into the complaint. Instead, the issue involves the tibia plate and taper plug, which could not be returned because they are still implanted in the pt. It is reported that the plug was inserted into the tibial plate, covered by a sponge and pounded in one time with a mallet. Based on this description, it is possible that the plug was not properly inserted. A field notification was sent out in january of 2008 regarding proper plug insertion. Without further info, however, the probable cause of the loose taper stem plug cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the products failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.